Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 7/26/97. On 7/28/97 after iabp for 48 hrs, the iab leaked. Blood was noted in the catheter and the iab was removed. A second was inserted into the pt. (Event complications: none from the event- reported 8/4/97.) (Pt's current status:unk- rpt'd 8/4/97.)